Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross sheath was visually inspected, and a sheath liner torn was noted, extending to distal tip. Also, a minor bunch was noted at sheath tip. The fiber had one edge bunched and one edge that appeared cut and a slight bunching on outside of sheath tip was also noted. During testing, cutting open sheath tip revealed that tear extended all the way to its distal tip. The reported allegation was confirmed.

Event description:
It was reported during a pulmonary vein isolation ablation procedure, a versacross access solution kit was selected for use. The versacross sheath was taken out of package sterile and flushed. It was then advanced inside the patient (right atrium) and crossed into left atrium where it was noted to have a "clot" like image on the intracardiac echocardiography (ice) catheter. The activated clotting time (act) at this time was greater than 410 seconds. The physician went into emergency planning to remove the "clot" and safely removed the sheath. Once the sheath was outside of the patient, it was flushed with saline to find no clots present. However, there was a long string of "plastic substance" that had come from the sheath. The physician feels that the "clot like substance" on the ice catheter was the "plastic string-like" particle. Hence, the device was replaced with versacross connect kit and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. Uf/importer report # (B)(4). It was further confirmed there was no damage to the sheath or packaging. The issue was identified after transseptal access had been obtained and in the left atrium. The non-boston scientific pentaray mapping catheter (bsw) had been inserted and was the only device that was inserted into the versacross sheath which could have potentially caused skiving or the string could have come from the pentaray.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a pulmonary vein isolation ablation procedure, a versacross access solution kit was selected for use. The versacross sheath was taken out of package sterile and flushed. It was then advanced inside the patient (right atrium) and crossed into left atrium where it was noted to have a "clot" like image on the intracardiac echocardiography (ice) catheter. The activated clotting time (act) at this time was greater than 410 seconds. The physician went into emergency planning to remove the "clot" and safely removed the sheath. Once the sheath was outside of the patient, it was flushed with saline to find no clots present. However, there was a long string of "plastic substance" that had come from the sheath. The physician feels that the "clot like substance" on the ice catheter was the "plastic string-like" particle. Hence, the device was replaced with versacross connect kit and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. Uf/importer report # (B)(4). It was further confirmed there was no damage to the sheath or packaging. The issue was identified after transseptal access had been obtained and in the left atrium. The non-boston scientific pentaray mapping catheter (bsw) had been inserted and was the only device that was inserted into the versacross sheath which could have potentially caused skiving or the string could have come from the pentaray.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a pulmonary vein isolation ablation procedure, a versacross access solution kit was selected for use. The versacross sheath was taken out of package sterile and flushed. It was then advanced inside the patient (right atrium) and crossed into left atrium where it was noted to have a "clot" like image on the intracardiac echocardiography (ice) catheter. The activated clotting time (act) at this time was greater than 410 seconds. The physician went into emergency planning to remove the "clot" and safely removed the sheath. Once the sheath was outside of the patient, it was flushed with saline to find no clots present. However, there was a long string of "plastic substance" that had come from the sheath. The physician feels that the "clot like substance" on the ice catheter was the "plastic string-like" particle. Hence, the device was replaced with versacross connect kit and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.